Event description:
Device report from synthes canada reports an event as follows: it was reported that the surgeon encountered a cold welding between the plate and screws during a revision procedure involving a tomofix tibial osteotomy plate. The revision itself was a planned procedure following patient reports of discomfort post healing/union. During the revision, it was discovered that two (2) proximal screws and one (1) distal screw had cold-welded to the plate. There was reportedly no other way to remove these screws than to drill the screw heads and use a broken-screw removal set. The two (2) proximal screws were explanted via the broken-screw removal set. While trying to remove the distal screw, however, the t-handle just twisted. The conical extraction screw broke within the screw head. A high speed steel (hss) drill bit was then used to dull the screw head, but that did not work as it was worn. The surgeon then tried to free the screw with the use of a hammer and a chisel. A final attempt to remove the screw was made with an osteotomy between the plate and the bone. This caused the screw head to break and a tibial fracture to occur (a chunk of the patient¿s bone was removed with the screw). The fracture ended up pushing out the remaining portion of the distal screws. As a result of the iatrogenic fracture, the surgeon had to perform an open reduction internal fixation (orif). The other screws were removed with no difficulty. The procedure was delayed by thirty (30) minutes. Patient status/outcome is reported as ¿fine.¿ this report is 7 of 9 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted or explanted. Per facility, the complainant part was discarded and is not available for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.